Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned. The sleevehead of the lead became extrinsically damaged due to pulling/stretching/overstress, the distal conductor was pulled/stretched/overstressed, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant attempt, there were elevated thresholds and high impedance, despite multiple locations attempted. Upon removing the lead from the body, it took 30 turns to deploy the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.